Event description:
It was reported that the patient was implanted with a new interstim device five days before reported event date. The patient¿s old stimulator ¿had a broken connection". The patient was confused when trying to clarify if the stimulator and the lead wires were replaced. The patient was implanted with ¿a whole new system".

Manufacturer narrative:
Product ID 3889-28, lot# va0fq1r, implanted: 2014 (B)(6); product type lead product ID 3889-28, lot# v884754, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).